Event description:
Customer reported receiving an inaccurately high reading on their freestyle flash blood glucose meter. Customer reported receiving a reading of 11.1 mmol/l compared to a laboratory result of 4.0 mmol/l within 10 min. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.